Manufacturer narrative:
The returned liberty cycler was tested for the following: a simulated treatment was performed in order to test for fluid leaking or the reported pt line blocked alarm. No pt line blacked alarm or fluid leaks occurred during the test. The mushroom heads were examined and an internal inspection of the cycler was performed and there were no problems with the mushroom heads or indications of dried fluid in the pneumatic tubing. The cycler passed the system air leak and valve actuation tests. Per the fmc pharmacovigilance physician: peritonitis is a known complication of peritoneal dialysis, caused by a break in the aseptic technique. Peritonitis is usually associated with fibrin in the peritoneal catheter, which occasionally leads to poor catheter flows. There is no evidence of device malfunction. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between (B)(4) 2011 to (B)(4) 2013.

Event description:
The pt called tech support from home wanting to know how to bypass the drain cycle (drained 1500ml of 2000 ml over 1 hour) into the next fill. She then had a "patient line blocked" alarm. The pt mentioned that there has been an issue with fibrin due to her having peritonitis.